Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. All functional tests passed. A short simulated therapy was successfully performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, the reported issue could not be confirmed. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient found a cassette that was leaking. This occurred during priming of peritoneal dialysis therapy. It was stated that the leak occurred at the patient line, near the top cap. There was no patient injury or medical intervention associated with this event. No additional information is available.